Event description:
It was reported that the patient presented for a routine generator change. It was noted that the right atrial lead was capped and replaced on (B)(6) 2014 for an unknown indication. The patient was stable.